Event description:
Customer called to report the pump did not have an audible tone. Device was not dropped, bumped, nor exposed to moisture. Troubleshooting was performed. The audible tone could not be heard.